Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not provide a bg value. Customer declined to provided additional information, and declined troubleshooting with tandem technical support.